Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 500mcg/ml; 225mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. The new programming was gablofen 2000mcg/ml; 225mcg/day. The event date was (B)(6) 2015. It was reported a bridge bolus programming error occurred. The hcp erroneously bypassed the bridge bolus. Two and 1/2 hours after the update the hcp realized the concentration had changed and a bridge bolus was not programmed. The error was corrected prior to the new medication reaching the tip of the catheter. Troubleshooting was to calculate the new priming bolus amount to account for the 2.5 hours of medication that had been delivered. There were no symptoms reported.